Manufacturer narrative:
One device was received for evaluation for the complaint that the pump volume test was found to be out of range with a set volume of 20 ml, the expected range was 18.8¿21.2 ml, but the actual measured volume was 17.6 ml. The review of event log found that no information related to the complaint. During 12-month service history review found that previous repair had no completion date and the repair was sent in for ¿pump failed the volume test¿. Based on the review of complaints it was determined that the previous repair is related to the current complaint. The visual and functional testing was performed. The complaint could not confirm and passed all three tests. The pump passed all performance verification testing.

Event description:
It was reported that the pump volume test was found to be out of range with a set volume of 20 ml, the expected range was 18.8¿21.2 ml, but the actual measured volume was 17.6 ml. The issue occurred not during use. There were no patient involvement and no harm reported.